Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were experiencing issues over the weekend with incontinence and frequent trips to the bathroom. They mentioned that they had their husband increase the stimulation level from 1.3 to 1.5, and since then, they had not experienced any further problems with that. Patient also noted that, occasionally, they feel an uncomfortable "twinge," which requires them to change their position to alleviate the sensation. Additionally, the patient shared that when they went to bed one night, t hey felt sensations like "three electrodes" but eventually fell asleep. They expressed concerns about not wanting the stimulation to be too strong or feel like they were being "electrocuted," but at the same time, they wanted to ensure the therapy was effective. The patient also mentioned discomfort when sitting for extended periods. After sitting too long, they found it difficult to get up and walk comfortably, needing to move carefully. Agent inquired whether this discomfort could be related to the stimulation level or the incision site, patient mentioned that they were not sure. The patient was redirected to their healthcare provider (hcp) for further evaluation and assistance. They have an appointment scheduled with their hcp on july 8th.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.